Manufacturer narrative:
Hamilton medical ags conclusion is the following: failure mode description: event occured during start-up no patient connected. Device alarmed with multiple tf (technical faults) indicating ambient mode. Not all tf will be listed in all cases, the logfile analysis confirmed that the device alarmed with many te 246041 and ended up in the ambient mode. Root cause: defective mainboard. Correction: replacement of the mainboard.

Event description:
The following was reported to hamilton medical ag: device entered ambient state during standby mode.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: device entered ambient state during standby mode.